Event description:
Boston scientific received information that the patient with this device was seen in-clinic due to a lead safety switch notification. During the in-office visit, no lead issues were identified and the patient was released after the system had been reprogrammed back to the original settings. Subsequently, the patient returned due to loss of capture and an accompanied, slow escape rhythm. The physician interrogated the system and confirmed noise, abnormal impedance measurements and loss of capture, in the bipolar setting. The physician elected to surgically intervene after consultation with boston scientific's technical services. The pocket was opened, the setscrew retracted and the lead terminal pin, reseated. Once the lead terminal pin was correctly reconnected within the device header, no further anomalies were observed. The physician stated that he had not inserted the lead tip far enough and this likely caused the observed malfunctions. No further investigation was required and to date, the system remains implanted and in service with no additional anomalies observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.